Event description:
Healthcare professional reported left side textured to smooth exchange. Healthcare professional later reported "ruptured-liquid silicone." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog. Broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth exchange. Healthcare professional later reported "ruptured-liquid silicone." The device has been explanted and replaced.